Event description:
The doctor was performing a crown preparation when he noticed that the handpiece began to lose power and was not cutting well, it then became noticeably louder and the bur along with the internal parts just shot out into the patient's mouth. The doctor was able to quickly retrieve the parts and the patient was not affected.